Event description:
Intermountain health care implanted a subcutaneous ICD-9 boston scientific defibrillator with a battery life of 10 years, the device battery drained after 6 months, which requires surgery to replace.